Event description:
Caller reported a malfunction on the pump, which occurred when the pump was worn during a free fall and dropped. There was no reported impact to the customer¿s blood glucose level. Technical support responded by sending a replacement pump with updated software and advised the customer on using a backup insulin pump to ensure uninterrupted insulin delivery. They also provided instructions for returning the problematic pump and informed the caller about available training in their tandem source account.